Manufacturer narrative:
(B)(4). The age of the patient was not reported; however, they were reported to be a pediatric patient. Approximate date of event is "a couple (of) weeks" before (B)(6) 2014. During follow-up with the reporter, they provided additional information on the setup: the secondary line was attached to the primary line at the y-site above the sigma pump, the saline bag was lowered using the secondary set's blue hanger, and both bags were 250 ml. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access disposable set was observed with no flow. According to the report, the reporter hung the chemo drug (rituximab) using a secondary site infusing through the pump. It was observed that in 6 hours the secondary chemo line did not infuse to the patient, where the primary line (filled with saline) was able to infuse. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.